Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. There was no saline found in the balloon during investigation. The device as received had a balloon with an inverted tip. The inverted balloon indicated that significant tension was applied during pull back. The balloon was inflated with water and pressure was maintained and the inflation indicator performed per specification. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There was no evidence to suggest that the device did not meet specification or perform as intended per the instructions for use (IFU). The probable root cause of the reported event may have been failure to purge the device of air during prep. The review of the lhr (lot f1422304) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the balloon ruptured, manual pressure was held for 1 hour. The patient was not hospitalized. Procedure type: intervention vessel type: peripheral vessel size: 6 mm stick location: low sheath size: 6f.